Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results. Results as follows: pt 1 - inratio test 1: 1.6, inratio test 2: 0.8. Pt 2 - inratio test 1: 1.1, inratio test 2: 1.1. Pt 3 - inratio test: >7.5, lab test: approx. 10.